Event description:
Three coils [including the subject device] had been placed into the aneurysm in the right terminus of the internal carotid artery. The fourth coil had been deployed into the aneurysm and an angiogram was taken to ensure optimal placement of the coil prior to coil detachment. The angiogram revealed contrast extravasation suggesting the aneurysm had ruptured. Protamine was injected to reverse the heparin and the coil was detached. Three additional coils were placed and the rupture was successfully occluded. The physician completed the procedure by placing a stent at the aneurysm neck. A post procedure CT scan did not reveal anything of significance and there were no reported clinical consequences to the pt.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received, the following was determined: the coils were prepared in accordance with the directions for use and no anomalies were noted. The physician did not report encountering any resistance during the use of the coils. The first coil was repositioned "get a good base fit within the aneurysm", none of the other coils were repositioned. There was no movement of the microcatheter tip observed. Device code: other for no allegation of product malfunction or non conformance contributing of the reported event.